Event description:
During a saphenous vein harvesting the new camera would not fit through the sv8r1 and 6v8d1. A new kit was opened. There was no consequence to the pt. 12/16/96 rep responded the camera fit with the new kit.